Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) t3st3210, (t3 pro non-platform switched tapered implant 3.25mm (d) x 10mm (l) for evaluation. Visual evaluation was performed, the implant had bone debris on its internal and external threads. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 2120005282. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120005282 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: other and dental: functional: lack of primary stability. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown.

Event description:
It was reported that the implant at tooth site #22 was placed and immediately removed due to facial bone dehiscence.